Manufacturer narrative:
The permanent cautery hook instrument involved with this event has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. However, the site provided a photograph of the distal end of the instrument involved with this complaint. The photograph revealed that the conductor cap was separated from the instrument. This type of instrument damage is usually caused by high side loading of the instrument to the extent that is considered misuse/mishandling. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted low anterior resection procedure, a fragment from the permanent cautery hook instrument allegedly broke off and fell inside the patient. However, at this time, the location of the broken instrument fragment is unknown. It is also unknown if the missing fragment was retained by the patient.

Event description:
It was initially reported that during a da vinci-assisted inguinal hernia repair procedure, the permanent cautery hook instrument broke and a fragment allegedly fell inside the patient. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted a nurse from the site and gathered the following information regarding the reported event: when the permanent cautery hook instrument was removed from the trocar, the surgical staff noticed that the hook was missing. An extensive x-ray was performed; however, no foreign objects were found. After the surgical procedure was completed, the patient was taken to the recovery room and was reportedly doing fine. On (B)(6) 2016, isi contacted the isi clinical sales representative (csr) to gather additional information regarding the reported event. The csr indicated that the permanent cautery hook instrument broke while the surgeon was performing dissection of unspecified tissue. The csr clarified that the hook of the instrument did not break off inside the patient as reported by the nurse from the site on (B)(6) 2016. The csr stated that a fragment from the ceramic insulation of the instrument likely broke off and fell inside the patient. The site was unsure of the location of the missing instrument fragment and did not know if the broken piece was retained by the patient.